Manufacturer narrative:
(B)(4). Additional information: per the customer, the reported condition is actually a separated coiled cap.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 250 was observed with a loose fill port cap. This was observed during filling. There was no patient involved and, therefore, no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of a misassembled filling cap could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.